Manufacturer narrative:
(B)(6). Results: a photo was received showing the defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5033565. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA 35136 has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, 21g 7in tubing had no needle cover. No serious injury or medical intervention reported.